Event description:
It was reported that a zero ml reservoir volume was reached and the corresponding critical alarm was occurring. The hcp elected to program the pump to be stopped. It was reported that the patient was able to get the drug reservoir refilled with saline at another visit. ¿a few days later¿ the hcp refilled the pump with medication; the type of medication was not reported. It was reported and the patient was ¿doing well¿.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), (B)(4).